Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch 6007107, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007107 was manufactured according to the work instruction (wi) version 96 and packaged the multivac m10 on 16/may/2024, with a total of (B)(6) units. The sub-assembly: welding of the lot 4e00258 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 08/may/2024, with a total of (B)(6) units. The sub-assembly: welding of the lot 4e00852 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 13/may/2024, with a total of (B)(6) units. The sub-assembly: welding of the lot 4e01686 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 16/may/2024, with a total of (B)(6) units. The sub-assembly: welding of the lot 4e01684 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 15/may/2024, with a total of (B)(6) units. The sub-assembly: welding of the lot 4e01562 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 10/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e00250 was manufactured according to the wi version 37 and manufactured in the line l-3, on 08/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e00253 was manufactured according to the wi version 37 and manufactured in the line l-3, on 09/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e00852 was manufactured according to the wi version 37 and manufactured in the line l-3, on 09/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e00851 was manufactured according to the wi version 37 and manufactured in the line l-3, on 13/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e01679 was manufactured according to the wi version 37 and manufactured in the line l-3, on 15/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e01680 was manufactured according to the wi version 37 and manufactured in the line l-3, on 15/may/2024, with a total of (B)(6) units. The sub-assembly: gluing connector of the lot 4e01678 was manufactured according to the wi version 37 and manufactured in the line l-3, on 14/may/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.